Event description:
While gyrus acmi everest was being used to coagulate fallopian tube the handle cracked and broke. The device was immediately taken out of service and removed from the sterile field.